Manufacturer narrative:
E1: patient city: velletri. Patient country: italy. Zip: 00049. E1: name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced tape not sticking due to perspiration and perspiration happens during use event on 14 may 2026.